Event description:
Additional information received reported that the device system was used to infuse morphine. The patient experienced pain around the implant site ¿and was infected.¿ a culture was taken but the results were not known. The infection was around the implant site and the back procedural incision. The patient was ¿better¿ post operatively and was receiving oral medications for therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and the device had to be explanted. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(6), product type programmer, patient; product ID 8780, serial # (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(6).

Manufacturer narrative:
Analysis of the pump revealed there was no significant anomaly. Conclusion codes remain as initially reported.